Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temp sensing wire of the catheter had a kink prior to use.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found a kink on the returned sample which was within the acceptance criteria. No abnormality found on the returned sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "(1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall. (6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. (8) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. (9) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] (10) when disposing of urine, observe the following; 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temp sensing wire of the catheter had a kink prior to use.